Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the reflux, pressure-flow, and preimplantation tests. It did not meet requirements for the siphon and leakage tests. A tear was observed on the silicone casing of the siphon control device. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata ii burr hole valve was found to not flow when it was being implanted into the patient. A new strata ii valve was used to complete the operation and there was no patient impact.